Event description:
Customer reported low blood glucose event. The blood glucose reading was 30s range. The paramedics were called to treat. The paramedics treated with IV glucose drip. Customer was unsure on how to stop insulin delivery. Customer did not go hospital. Customer has high blood glucose at this time. The blood glucose reading of 502 mg/dl. Customer has treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.